Event description:
It was reported that during a shoulder arthroscopy procedure, the metalic distal fragment of the probe unit detached and fell into the surgical field before the use of the coagulation function. No adverse consequences were reported, the fragment was found in the surgical field and not into the patient's shoulder.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.